Event description:
The customer stated a diluent empty error message was generated on the cell-dyn 3200 and white smoke was seen coming from the inside of the instrument. The instrument was turned off and field service was dispatched. No injury was reported due to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The instrument was inspected by a field service representative (fsr). The fsr found diluent reagent inside the instrument. The vacuum/pressure module was taken out and the inside of the instrument was cleaned. The electronic cards and power supplies were checked and no apparent damage was found in the components. The vacuum accumulator #1 was found to be damaged, and the vacuum pump became wet with diluent reagent; both parts were replaced. Upon instrument initialization, it was noticed that the monitor would not display any image. The instrument was tested with a generic monitor, which worked. The monitor was replaced and the instrument was returned into an operable status. The fsr stated that the monitor was the probable source of the smoke during the event, since it did not come on after instrument initialization. No further investigation was required. The cell-dyn 3200 risk analysis indicates that system components are potential source of burns, fire, or smoke but controls in place to reduce risk, include current protection (fusing), covers, and instructions in the operator's manual, safety icons, fuse labeling, and hazard warning labels. The cell-dyn 3200 system operator's manual, list number 06h60-01, indicates that in case of an emergency situation, turn power off in any order as quickly as possible. A non-statistical trend (nst) review was performed for the reported issue from (B)(4) 2010 through (B)(4) 2010. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported issue.